Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a patient who was in hemorrhagic shock, had had major amputation, required multiple io access. Two io insertions were successful. Another site was chosen sub-optimally and the power of the drill was decreasing. The needles bent when screwed in manually. It was reported that the ez-io system did not lead to the death of the patient. But in the end the patient died because of his injury severity.

Event description:
It was reported that a patient who was in hemorrhagic shock, had major amputation, required multiple io access. Two io insertions were successful. Another site was chosen sub-optimally and the power of the drill was decreasing. The needles bent when screwed in manually. It was reported that the ez-io system did not lead to the death of the patient. But in the end the patient died because of his injury severity.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 ((B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light displaying. The driver was subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(6)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(6)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 3.0 insertion 2: 2.0 insertion 3: 2.0 other remarks: hard profile (105 lbs/ft3) insertion 1: 7.0 insertion 2: 8.0 insertion 3: 7.0 the driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 08/2016 and is approximately 1.0 years old. The complaint cannot be confirmed. Functional testing has validated no fault found with this driver. No corrective/preventative actions will be assigned.